Event description:
Patient was revised to address acetabular cup loosening and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege the patient suffered pain, suffering, disability and emotional distress as a result of injuries caused by the asr hip implant. In addition, the patient has been exposed to chromium and cobalt and has been damaged, physically and emotionally from said exposure. Ppd was also received which identified the patient's date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.